Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was unknown. Customer stated that the display did not return after the pump restart and the battery contacts were neither missing nor damaged. Customer mentioned that the insulin pump had a pump error alarm which was cleared successfully. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. No unexpected history pointers failed alarms noted during testing. (B)(4).